Manufacturer narrative:
(B)(4). It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on 08/19/2015, the patient developed a skin reaction under the sensor adhesive. Patient's mother described the skin reaction as red and blistered. Sensor was inserted at the abdomen on (B)(6) 2015. Patient treats the affected area with flonase, which was prescribed by her physician on (B)(6) 2015. Patient's mother reported that she uses flonase prior to sensor insertion and that it has been working really well. No additional event or patient information is available.